Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) /2013, she woke up at 5 am and felt that her bg values were dropping. Patient measured her bg values at 130 mg/dl. Patient doesn¿t recall cgm¿s values although patient assumes that cgm was being inaccurate because cgm did not alert. Paramedics were called because patient ran out of bg meter strips to test her bg. By the time paramedics arrived patient was feeling fine. At the time of her call to dexcom technical support, patient¿s mother reports that patient was feeling well.